Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose (bg) level of 502 g/dl. Customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.